Event description:
It was reported that a nurse injured their hip while attempting to steer a cot with an airborne life support isolette system. It was reported that the nurse pulled a muscle that required surgery.

Manufacturer narrative:
The device has not been made available for evaluation. The device is not available for evaluation.

Manufacturer narrative:
After investigation, the cause for the alleged issue is likely due to the steer lock function being installed incorrectly. A potential cause is likely attributed to installation error from the option being installed by a non-authorized repair representative.

Event description:
It was reported that a nurse injured their hip while attempting to steer a cot with an airborne life support isolette system. It was reported that the nurse pulled a muscle that required surgery.